Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. It was reported that no femoral imaging was performed prior to proglide use. It should be noted that the proglide instructions for use states: prior to deployment of the perclose proglide smc device, perform a femoral angiogram to evaluate the access site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the wall to avoid device cuff misses (device needles not engaging with the cuffs) and/or posterior wall suture placement and possible ligation of the anterior and posterior walls of the vessel. In the absence of device returned for analysis, a conclusive cause for the reported inability to retract the foot and inability to remove the device could not be determined. The reported patient effect of tissue damage is known inherent risk of the procedure. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue.d10, h3: the device was initially reported as returning, but has now been reported as not returning because it was discarded at the account.

Manufacturer narrative:
Exemption number e2019001. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral vein graft was attempted with a proglide device using the pre-close technique via a 9f sheath prior to a structural heart pfo (patent foramen ovale) interventional procedure. No femoral imaging was performed prior to proglide use. Reportedly, while closing the footplate, the feet grabbed the ptfe (polytetrafluoroethylene) material from the graft and the device became stuck. The graft was torn. The vessel was incised to remove the device. Surgical suturing repaired the vessel and achieved hemostasis. There a reported clinically significant delay and prolonged hospitalization. No additional information was provided.